Manufacturer narrative:
(B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation, we determined this report should be filed based on the date of the complaint call.

Event description:
Truebalance meters recently purchased showed results displayed in mmol/l instead of mg/dl as preferred in the u.s. Immediately notified vendor. In the process of identifying all lot numbers of truebalance monitors purchased in the months before. At this moment, lot #kp0128ti with expiration date of 1/31/2015 affected. No adverse event noted.